Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation, but returned to olympus (B)(4). The subject device was sent to an independent laboratory and microbial culture tests on the scope were conducted. The first test result was positive for bacillus spp. Mesophilic with the amount of 31 ufc/endoscope. The reason for positive might be that the insertion tube was damaged at two areas and microbes might remain there. The scope was reprocessed and the culture test was conducted again. The second test result was negative for microbes. The exact cause of the event could not be conclusively determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the microbes were detected as follows from the subject device. The user reportedly follows the instruction manual of the subject device and uses paa (peracetic acid) solution when they conduct manual treatment. There was no patient infection associated with this event reported. <1st time: on (B)(6) 2017> channel: 18cfu (flore polymicrobienne), <2nd time: on (B)(6) 2017> channel: 18cfu (flore polymicrobienne), <3rd time: on (B)(6) 2017> channel: >25cfu (flore polymicrobienne).